Event description:
The customer contacted stryker to report that their device would unexpectedly lose power with ac and dc. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to verify the reported issue. The technician observed that ac power would not be available on the device. The technician observed that the device would work using dc power from the delivered battery. The power supply was replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.